Manufacturer narrative:
D10: 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t (B)(6). 02-020-11-0240 - truliant ps cem fem ps cem left sz 4 (B)(6). 1510-s - cemex system fast 70 gm (B)(6). 200-07-32 - advanced patella 32mm 3 peg implant 6384503, (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. The reason for the reported adverse event in cannot be confirmed from the information provided but may be the result of prosthesis wear, instability and loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, instability and loosening cannot be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images radiographs, or relevant clinical information were provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via a legal notification, that a male patient, who underwent knee replacement surgery on his left knee and received a truliant tibial insert, began developing significant pain in his left knee and apparent loosening of the device within only a few weeks of the surgery, and his pain continued to increase over the next several months despite following the physical therapy routine recommended by his doctor. Over a year after his surgery, the patient continues to have significant pain and instability in his left knee due to the truliant device, and has had worsening pain, instability and swelling, is unable to bear weight on his knee, and cannot walk or exercise without pain and assistance. He was informed by his physician that the only way to correct the problem and potentially alleviate the pain in his left knee, is to have revision surgery, which he intends to have done. No additional information is available. This is 1 of 2 reports for this incident.